Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 13-jun-2024 three infusion set fell off during use and infusion set is long for 30 min & 8 hrs. No further information available.